Manufacturer narrative:
H10: three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all three bags and no leaks were identified from any of the ports in any of the returned samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition bags) bag leaked near the injection port. The leak was observed during the delivery of the device to the customer prior to patient use. There was no patient involvement. No additional information is available.